Event description:
While performing a laparoscopic cholecystectomy, the harmonic scalpel was noted to have the white padding frayed during use. Original harmonic scalpel removed from patient with pad, new harmonic scalpel obtained to finish procedure. No delay. Good patient outcome. This is an event not uncommon to ethicon. The white pad, if device is fired with the jaws closed for an extended period melts some and can become dislodged.ethicon will send box to return the device to them. They will test it.